Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has been returned to the manufacturer. The investigation is currently underway. The instructions for use (IFU) identifies premature of difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during an attempt to detach the coil in a cavernous carotid fistula with a v-grip controller, the coil did not detach. Multiple attempts were made to detach the coil with a new controller; however, the coil did not detach. During the attempt to remove the coil, the implant coil detached from the pusher in the microcatheter. Both segments of the coil were removed in their entirety together with the microcatheter as a single unit. There was no reported patient injury or intervention. The patient was reported to have done well and discharged.

Manufacturer narrative:
The device was returned with the pusher, implant, and introducer for analysis. The pusher was found to be completely broken at the transition zone. Electrical continuity testing was unable to be completed due to the pusher damage. The proximal solder joints were observed to be in good condition. The hyptube was kinked next to the hypotube-gold connector transition. Kinks were also observed near the warning mark. The strain relief was observed to be folded and compressed, but no burn mark was found. The monofilament was still attached to the pusher and the implant. The implant was slightly stretched across its length and lost its shape. A kink was observed at the middle of the implant. When the strain relief was removed, the solder joint was observed to be broken on the yellow and green wire, and the heater coil was compressed. Based upon the investigation analysis and available information, the reported complaint is confirmed. The device failed detachment as a result of the broken distal solder joints. A potential cause of the broken solder joints and compressed heater coil is over specification tensile force being placed on the device. The root cause of the heavy resistance during removal could not be determined, as the microcatheter was not returned for analysis, and the device could not be reloaded into the introducer due to the break at transition.